Manufacturer narrative:
Based on our internal investigation, the procedure was done by the customer using bravo delivery device which was 5 months after its expiration date. Given imaging labeling clearly indicates on the expiration date of the product. Off-label use of the product is under the customers responsibility.

Event description:
This case was reported from (B)(6). Customer reported on a bravo ph capsule that failed to attach.